Event description:
It was reported during a da vinci surgical procedure, that the wire broke at the jaw of the tenaculum forceps instrument. On 06/01/2015, the initial reporter was contacted regarding this complaint. She re-stated what was specified on the complaint reporting checklist, that no fragments fell into the patient and there was no patient injury, based on the internal failure analysis results finding the crimp was missing on the instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch up cable was broken at the distal clevis hub. The cable segment that contained the crimp was missing from the distal clevis hub. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable and the crimp was missing from the distal clevis hub.